Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during patient use, the down arrow on the membrane panel did not function. There was no medical intervention or adverse patient effects reported.